Event description:
During a cerebral angiogram, the physician noticed a small hole on the white tip (distal) of the catheter. This was discovered during an exchange of wires. The hospital stated that the physician exchanged to a stiff guide wire. The catheter was exchanged and the procedure was completed without complications. No pt harm or injury occurred as a result of this incident.